Manufacturer narrative:
Concomitant medical products: product ID 5076-52, serial# (B)(4), implanted: (B)(6) 2018, the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead dislodged over ten times. The ra lead was removed and a second lead was attempted. The second lead also dislodged. The second ra lead was repositioned using a different access site and remains in use. No patient complications have been reported as a result of this event.